Event description:
It was reported by service report that the side rail would not latch resulting in an alleged fall. There was patient involvement and also adverse consequences are reported.

Manufacturer narrative:
Grease turned sticky and hard preventing latching mechanism to function correctly.